Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 500 mg/dl. Customer¿s current blood glucose level was 582 mg/dl. The customer was treating high blood glucose with manual injections. The customer stated that the insulin pump alarmed reservoir was clogged and insulin did not exit the tubing while troubleshooting. The customer experienced sore site. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.